Event description:
Co received info that a pt with an implantable cardioverter defibrillator (ICD) and epicardial lead system experienced oversensing and inappropriate therapy. The ICD was eventually programmed "inactive". The oversensing/inappropriate therapy occurred in the 1/3/95 time frame. The pt passed away on 9/28/95 and the lead in question was not explanted. The exact cause of death is not known at this time. Co event analysis learned of this issue on 8/22/96 from clinical follow-up forms. A model number 4320 lead, serial number 023484 was identified as the cause of the rtate sensing problem. The ICD was undergoing clinical evaluation. Lead implanted 1/31/94, pt death: 9/28/95 (implanted 20 months).